Event description:
On (B)(6) 2013, the reporter stated that the display screen was dim, faded and was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/13/2013 device evaluation: on investigation, the display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.